Event description:
The complainant has reported that a patient (age and gender unknown) underwent a therapeutic procedure to place a ureteral stent in 2007. At the time of preparation, during unpacking, the precuflex plus stent was noted to be broken at the pigtail. This device was not utilized to treat the patient. The procedure was successfully completed with another of the same device. The patient did not sustain any complications or adverse effect as a result of this issue. The patient condition is reported as 'good.'

Manufacturer narrative:
This device is currently being evaluated by the manufacturer. Therefore, a failure analysis is not yet available and we are unable to determine the relationship between this device and the cause for this event.